Event description:
On (B)(6) 2011 at 10:32 am in the operating room, they transported the pt from a table to the stretcher and alleged the stretcher moved when they went to place the pt on it. The pt fell to the floor and no injuries were reported from this fall. The account did not specify if the casters rolled, swiveled or slid. The doctor said the brakes were set. The account took the stretcher out of service and confirmed that the brakes worked properly. Currently the stretcher is locked in a room, out of service. The account will not allow the field technician to inspect the stretcher.